Manufacturer narrative:
(B)(4). Concomitant medical products: g7 neutral arcomxl lnr 36mm f, pn 010000741, ln 6500022, femoral stem pn: 51-104160 ln: 6143303, acetabular shell pn: 010000664 ln: 6504029. MDR: 0001825034-2020-00554. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial left total hip arthroplasty. Subsequently, patient experienced a dislocation and pain requiring a close reduction approximately one month later.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: 1 month postop visit : no pain, full weight bearing with normal gait, health score 76, satisfied left hip dislocation, corrected/resolved in the ER same day ed visit note presents to ed with left hip dislocation and pain that occurred while doing physical therapy exercises (squatting), patient heard pop prior to onset of pain. Closed reduction of anterior dislocation under sedation performed in the ER, patient discharged without complication note: fracture treatment form used but no evidence of fracture found. Dislocation only. Office visit office follow up visit post closed reduction good rom and stability, incision well healed, nv intact, xrays demonstrate well placed well fixed replacement, follow up in 4 months reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.